Manufacturer narrative:
The lot was manufactured from december 23, 2020 - december 24, 2020. The device was received for evaluation. Visual inspection was performed and fill port connector thread damage was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was returned with a damaged fill port connector thread. There was no patient involvement. No additional information is available.